Event description:
Medical safety reported complaints for literature that was reviewed for post market surveillance reporting. Article title: adult thoracolumbar and lumbar scoliosis treated with long vertebral fusion to the sacropelvis: a comparison between new hybrid selective spinal fusion versus anterior-posterior spinal instrumentation (yagi, m.). Publication april 2014. The purpose of this study is to assess radiological and clinical outcomes in patients requiring the hybrid instrumentation with a similar cohort undergoing traditional anterior release and long posterior fusion to the sacropelvis. Retrospective analysis demonstrates that the hybrid construct, may be a valid alternative in select patients with thoracolumbar/lumbar scoliosis. Overall curve correction was improved in the hybrid group, with fewer levels fused, decreased blood loss, and fewer revision procedures. N=3 proximal junctional kyphosis degeneration. Three mfg. Medwatch reports are being filed for proximal junctional kyphosis. Degeneration: 1526439-2014-11800, 1526439-2014-11801, 1526439-2014-11802.

Manufacturer narrative:
No follow up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: adult thoracolumbar and lumbar scoliosis treated with long vertebral fusion to the sacropelvis: a comparison between new hybrid selective spinal fusion versus anterior-posterior spinal instrumentation (yagi, m.). Publication: april 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.